Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for cardiopulmonary bypass, the roller pump stopped rotating, indicating a pump jam. The user was able to clear the jam and the procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.